Event description:
Pt was in the or for eye surgery. The pt was placed on a locked or table. The table was unlocked to reposition it. The weight of the pt caused the table to tilt and hit the floor. The pt's head did not hit the floor but he received a jolt. The surgery was performed after this event. After surgery the pt was seen in the ed with no intervention needed.